Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was falling off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager fell off the refrigerator. A field service engineer (fse) removed the remote manager from the fridge and thoroughly cleaned off the residual adhesive using a scraper and alcohol wipes. A new plate adapter housing was installed, and the remote manager was effectively reattached to the fridge. The remote manager was now very secure, and the customer was able to access the fridge without any issues. The system functioned as intended after the field service engineer repaired the device.